Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Five sutures pieces of product were received for analysis. During the visual inspection of the used sutures, the end of the sutures were noted to be cut due to use of a surgical instrument. Also, the sutures pieces were received with body fluids and was observed wavy. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, it could not be determined what may have caused the reported incident. Also, six unopened samples of product were received for analysis during the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damage or suture breakage observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. It was reported that during surgery there were "breaking sutures". There were no patient consequences reported.